Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product code and lot code required in retrieving the device history records for reviewing and searching the complaint database were not provided. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient product info. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.

Manufacturer narrative:
A search of the complaint database did not find any additional reports against the supplied product/lot code combination. The investigation could not draw any conclusions about the reported event based on the newly supplied information. No evidence was found suggesting product error was a contributing factor. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt revised for loose femoral component and fractured tibial tray.